Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: pt 1: date: (B)(6) 2010; inratio: 5.2, lab: 3.5. Pt 2: inratio: 2.5, lab: 3.4. Pt 3: inratio: 1.7, lab: 2.7. Pt 4: inratio: 3.3, lab: 4.7. Pt 5: inratio: 1.2, lab: 2.7. Pt 6: inratio: 1.3, lab: 2.0. Pt 7: inratio: 1.5, lab: 2.8. Pt 8: inratio: 1.8. Lab: 2.2. Pt 9: inratio: 4.4, lab: 3.0. Pt 10: inratio: 5.7, lab: 3.7. Pt 11: inratio: 1.5, lab: 4.1. Customer used 4 different inratio2 meters for comparisons. See MFR report # 2027969-2011-01216, 01217, and 01218 for other meters.